Event description:
It was reported by the patient that the needle mechanism had fully deployed before the pod was able to be used. The patient reported that the needle was fully visible prior to applying the pod, and that the pod's adhesive was not sticking well to their skin. The pod was not worn and no impact to the patient's glucose level was reported. Treatment details were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone17.3cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.